Event description:
According to the details initially reported by the arjohuntleigh representative: 'it has been reported that the hoist toppled over with a patient on it.' Additional information was provided: "patient had finished having a bath using the alenti, she was then raised out of the bath and positioned adjacent to the bath, to be dried, and to have dressings applied to her legs. The chair at this time, was at its highest position (95cm from floor), and the brakes were on. During this, another resident entered the bathroom to use the toilet, patient became very disturbed and started to move around erratically on the chair. As a result of this, the chair toppled over. Patient fell to the floor with the chair, she did not fall out of the chair, as the chair arms stopped this from happening. There was no safety belt on the hoist". The patient injures were described as: bruising on the hip. Patient was not hospitalized.